Event description:
It was reported that during an unknown procedure, the tip broke. No further information was provided. There was no injury to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.